Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the doctor started to prepare the insertion of the swg (spring wire guide) it was observed that the swg was kinked.

Manufacturer narrative:
Qn# (B)(4). The customer returned a guide wire assembly and the product lidstock for evaluation. The guide wire was returned partially retracted within the advancer tube but not within the thumb guide. The straightener tube and cap were not returned. The guide wire was observed to have one distinct kink towards the distal end of the body. The distal j-bend was slightly deformed but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 425 mm from the proximal tip. The overall length of the guide wire measured 456 mm which is within the specification of 450-458 mm per guide wire product drawing. The outer diameter (od) of the guide wire, the needle cannula inner diameter, and the overall length of the guide wire were also found to be within specification. The kink in the guide wire was located 425 mm from the proximal tip. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked on the body towards the distal tip. The returned guide wire met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed while handling the product , it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when the doctor started to prepare the insertion of the swg (spring wire guide) it was observed that the swg was kinked.